Event description:
It was reported that the insulin pump alarmed battery out limit. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank and the insulin pump alarmed battery out limit due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.